Manufacturer narrative:
The reporter indicated that the leak of betadine was due to an excessive amount of betadine. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap leaked betadine while secured to the transfer set. The patient had their transfer set replaced as the patient¿s doctor believed it had caused the leaks, however after the transfer set was replaced the patient continued to have minicaps that leaked betadine. There was no patient injury or medical intervention associated with this event. No additional information is available.